Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. It was reported a small substance was found inside the syringe barrel. To aid in the investigation, one sample in an opened packaging blister and one photo were provided for evaluation by our quality team. A visual inspection was performed. Inside the syringe barrel there is crystalized residues of an amber color drug. There was also a piece of material 1/32" in size, similar to the characteristics and color of the rubber stopper, which was adhered to the rubber stopper. The rubber stopper was inspected for damages and none was found. No other defects or imperfections were observed. This defect could occur during rubber stopper manufacturing at the trimming process. This piece of rubber stopper could have become loose and stayed adhered to the rubber stopper. The photo provided shows the sample received. A device history record review was completed for provided material number 302832, lot number 1271413. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there has been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that during the rubber stopper manufacturing process at the trimming process, this piece of rubber stopper material got loose and stayed adhered to the stopper and not detected in the next processes.

Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found in the fluid path. There was no report of patient impact. The following information was provided by the initial reporter: material# 302832 batch# 1271413 no injuries or harm occurred. Did not reach a patient. When opening syringe for use, pharmacy technician noted a small substance inside the syringe barrel, did not use the product, and saved it.